Event description:
It was reported that a patient underwent a mohs procedure on an unknown date and suture was used. It was noted during the 2nd or 3rd post op visit that the patient had developed an abscess. The abscess was opened and drained. Antibiotic ointment was prescribed. The abscess resolved. Additional information has been requested.

Manufacturer narrative:
(B)(4) - abscess occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.